Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained ventricular oversensing episodes were observed due to possible myopotential during a follow-up in clinic. Programming changes and further testing were recommended.